Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be '1.1 incorrect water flow¿ with a potential root cause of '1.1.1 inadequate heat energy removal from or delivery to the patient due to misdistribution of pad water flow.¿ the lot number is unknown therefore the device history record could not be reviewed. A labeling review is not required. The product code for this z300- unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300- unknown arcticgel pads product labeling is found to be adequate based on past reviews.

Event description:
It was reported that the arcticsun device was getting alert 113's during use for not heating. The patients temperature was 31.2c and the flow rate was 1.6lpm. The inlet pressure was -6.3psi. T1 and t2 were 28.7c. The water level had four bars. The nurse drained approximately 500mls of water, and no changes were noted in t1 or t2. Ms&s advised the nurse to send the device to biomed. Per follow up call on 26jul2019, I spoke with nurse katie and she advised that the patient was able to complete therapy on an alternate device. Per biomed the device is being shipped in for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was getting alert 113's during use for not heating. The patients temperature was 31.2c and the flow rate was 1.6lpm. The inlet pressure was -6.3psi. T1 and t2 were 28.7c. The water level had four bars. The nurse drained approximately 500mls of water, and no changes were noted in t1 or t2. Ms&s advised the nurse to send the device to biomed. Per follow up call on (B)(6) 2019, I spoke with nurse (B)(6) and she advised that the patient was able to complete therapy on an alternate device. Per biomed the device is being shipped in for service.